Event description:
It was reported that during a shoulder arthroscopy, the (shaver) device was being used intraarticularly for debridement. During the debridement a piece of the metal tip on the intraarticular shaving device broke off while in the shoulder joint. The doctor was able to locate and remove the broken piece without incident.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.